Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was not working. Customer experienced high blood glucose level. Customer's blood glucose value was 23 mmol/l at the time of the incident. The customer was assisted with troubleshooting for high blood glucose. The customer was treated with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer did allege insulin pump was under delivering because of high blood glucose. Customer stated that the insulin pump had insulin flow block alarm. The device will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08710 inches. No unexpected insulin flow blocked alarms or under delivery anomaly noted during testing. Verified the battery tube power connector is properly connected to electrical board during visual inspection. Device was received with scratched case, cracked select button keypad overlay, stained keypad overlay, end cap address label faded, and pillowing keypad overlay.